Event description:
It was reported that during a ptca treatment procedure, the maverick balloon ruptured at 10 atm's while attempting to dilate a heavily calcified lesion. There was no resultant perforation or dissection of the vessel. The product was removed and disposed of by the physician. The product was replaced with a non-compliant balloon which was eventually successful in treating this lesion. No pt injuries or complications were reported. Pt status was reported as 'okay'. No other info is available at this time.